Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure and upon trying to cannulate the coronary sinus, the catheter slightly perforated the patient. A mild effusion was noted and the procedure was abandoned. The patient was in good condition post procedure.